Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during deployment of the angio-seal evolution, the collagen sponge pulled back with the device but the anchor plate detached into the vessel. Additional information was received on (B)(6) 2018. It was confirmed that the anchor was not left in the patient, it came out along with the collagen sponge during pull back. Pressure was held to achieve hemostasis. They recalled no difficulty with arterial access. A pre deployment angiogram was performed. There were no difficulties with use of the device. The anchor came out with the device during pullback. No disease was present in the access site artery. No additional pull force was used during deployment. The collagen was deployed. The location of the anchor: vessel, subcutaneous tissue. The patient was doing well.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.